Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found fluid invasion and after aeration of the device the image was foggy, stained and flickering. The no image issue was due to water invasion. Additional evaluation findings were as follows: the scope ID data/chip was insufficient and after aeration it was ok, there was a leak into the scope attributed to handling problem, there was an issue with the probe insulation, the bending section cover adhesive had a crack, the forceps passage/channel was leaking, switches 1 - 4 were not working, the ultrasound connector had heavy corrosion, and the ultrasound electrical connector insulation was not ok after aeration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis eus ultrasound bronchofibervideoscope had no image. The issue was found during preparation for use. There was no report of delay or harm to a patient or user associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however the issue was likely the result of water ingress into the device and electronic component corrosion. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer: - the intended procedure was a diagnostic endobronchial ultrasound (ebus) - the procedure was completed with another ebus scope with minimal delay - there was no injury as a result of the event.